Manufacturer narrative:
One arthroscope was returned for evaluation. The evaluation showed the scope has been used in the field. Under microscopic inspection the distal negative lens is scratched and there is a little melting of the solder. When the scope was viewed on the monitor the image was out of focus. Due to the scope being used this is not an out of box failure. No manufacturing related defects were observed. Smith & nephew will continue to monitor. No further investigation is required. (B)(4).

Event description:
It was reported that during a knee scope procedure using a video arthroscope, hd, 4mm x 30 deg that the scope goes black when move slightly. A backup device was available to complete the case and there were no reported patient injuries or complications..